Event description:
It was reported that anti-tachycardia pacing (atp) therapy accelerated the patient's ventricular tachycardia (vt). The rhythm was able to convert due to a shock delivered. At this time, this implantable cardioverter defibrillator (ICD) remains in service and there were no additional adverse patient effects reported

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.